Event description:
It was reported that the patient presented in the emergency room. Upon investigation, it was revealed that the right ventricular lead had dislodged from the myocardial surface. Patient was asymptomatic. There was rise in the ventricular lead threshold and intermittent high capture was also noted. High ventricular rate episodes were recorded due to oversensing noise as a result of lead failure. Impedance values were stable. The lead was explanted and replaced on (B)(6) 2017. Patient was stable post procedure.

Manufacturer narrative:
The awareness date should have been (B)(4) 2017 rather than (B)(4) 2017.